Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device remains implanted.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on july 28, 2021 with lot number 2880705. Visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, bubbles in the gel. Cloudy and crystalline was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.